Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that the internal weld of the threaded distal tip was broken, causing the tip to partially detach from the main device. Additionally, the device exhibits an overall worn appearance and signs of heavy usage, consistent with normal and constant use. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces such as: levering the tip while trying to get it apart from the cup, striking the device in areas that are not intended to be impacted, or impacting the device before the tip is fully seated into the cup. A manufacturing record evaluation was performed for the finished device, product code: 221750041 / lot: so2062425, and no non-conformances / manufacturing irregularities related to the complaint condition were identified during manufacturing. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would contribute to the a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the hcp complained of a defective instrument. There was no surgical delay or adverse patient consequence. Surgery was completed without issues.